Event description:
It was reported that the patient underwent a posterior surgical procedure at l5-s1. Sometime post-op it was reported that the patient was complaining of pain. It appeared that one of the setscrews came loose and allowed the vertebral body replacement to migrate. A revision surgery was performed in which the vertebral body replacement was repositioned and the set screw and rod were replaced with new implants. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.